Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, and trigger engaged with precock, yes; nose shroud cracked/broken, no; staples in nose, yes(3); and staples in the track, yes(17). Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the rpt'd "ems stapler jammed and the staples would not advance" during surgery may have been due to the cartridge tube crimp which had yielded and three staples jammed in the nose. The instrument was received with a yielded cartridge tube crimp and with three staples jammed in the nose. No functional testing could be performed due to the yielded crimp. The instrument was disassembled and the tube appeared to have been sufficiently crimped. Seventeen staples were found in the track. No conclusion could be reached if the saples jammed in the nose caused the tube crimp to yield or if the yielded tube crimp caused the staples to jam in the nose. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported during a laparoscopic hernia repair the ems stapler jammed and the staples would not advance. A new ems was opened to finish the case. There was no consequence to the pt.